Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report that he had low blood glucose readings of 25 mg/dl due to the battery going dead in the insulin pump. The customer stated he saw the low battery alarm before falling asleep, and woke up to emergency medical services treating him for his low reading and they also inserted a fresh battery for the customer. The customer was treated with glucagon or an IV drip. Nothing was returned for analysis.